Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a leak of amiodarone between the microclave neutral connector and administration tubing during infusion. There was no adverse event and no delay in critical therapy reported.

Manufacturer narrative:
Initially it was reported that the device would be returned. No product samples, photographs or videos of the complaint device were provided by the customer; therefore, a comprehensive failure investigation was unable to be performed in order to confirm the complaint or determine the cause. A device history review (DHR) could not be completed due to the unknown lot number.

Manufacturer narrative:
It was previously reported that the device did not return for evaluation. A single used b3300 microclave was returned connected at the male luer to the female luer of an alaris medley syringe administration set. The male to female luer connection was examined and there were gaps in the male to female luer interface that had the potential to result in channel leaks. The used microclave was pressure leak tested and the microclave assembly did not leak. As returned, the connection between the used microclave and used alaris medley syringe administration set female luer did not leak but there was fluid residue at the connection typical of a prior leak. The luer interfaces were examined and the alaris medley syringe administration set female luer surface was found to have surface irregularities. To confirm channel leakage from the alaris medley syringe administration set female luer irregularities an iso 594-2 female luer taper gauge was used to interface with the female luer while being hydrostatically pressure leak tested. There was channel leakage between the iso 594-2 female luer taper gauge and the female luer. The channel leakage was the result of female luer surface irregularities in the alaris medley syringe administration set female luer. Additional information can be found.